Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture material and a deformed anchor were returned. The suture material is through the anchor window, the threads on the proximal end of the anchor are deformed, and there is biological debris on the anchor, suture material and insertion device. Per the complaint details, there was a void left in the patient. The procedure was completed using a back-up device in a new bone hole, without a significant delay. The patient impact beyond that which has already been reported cannot be determined. No further clinical assessment can be rendered at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor was implanted, but finally, the anchor was pulled out. There was a void left in the patient and a new bone hole was required to complete the procedure. No significant delay and a back up was available to complete the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.